Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead integrity alert "triggered," the lead displayed noise, there was an increase in the short interval count and non-sustained ventricular tachycardia events. Re-programming was performed and replacement of the right ventricular lead is planned. The lead remains in use and no patient complications have been reported as a result of this event.